Event description:
When the device was returned for analysis, the main coil was noted to be broken off from the delivery wire.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device noted that the introducer sheath had blood present. The delivery wire was kinked 56.7cm, 68cm, and 76cm from the proximal end. Microscope analysis noted that the coil was broken off of the delivery wire; it had not been detached via electrolysis. Functional inspection was performed and friction was experienced when the delivery wire was advanced through the introducer sheath and through a demonstration microcatheter, due to blood in the introducer sheath and kinks on the delivery wire. Additional information provided indicated that intermittent flush was used during the procedure. Per the gdc directions for use, optimal performance on the gdc detachable coil is achieved when continuous flush is used. Therefore, a cause of device incorrectly prepared for use has been assigned to this event.